Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five post-operative prostheses infections were observed after undergoing surgeries in which peri-guard was used. Reportedly, an infection where the prosthesis became infected with ¿voluminous abscess¿ was noted. This resulted in a reoperation for removal, which determined frozen abdomen and enteroatmospheric fistula. According to the reporter, there was no infections noted prior to surgery; however, subcutaneous fascial infection (abdomen) was observed. Treatment for the events was not reported. It was further reported the post-operative infections were discovered 15 days to 2 months after surgery. At the time of this report, one patient was hospitalized, and the other patients have recovered. No additional information is available.